Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted related to the complaint. Disposable test had been performed, and customer allegation was confirmed, pump does not recognize the cassette could be replicated. The cause of the reported issue was a defective downstream occlusion (dso) sensor. Upon successful completion of the dso repair followed by functional and accuracy testing, the device will be returned to the customer.

Event description:
During investigation, it was confirmed that downstream occlusion (dso) sensor was defective. This failure mode was found during investigation testing. However, if the event recurs during infusion, pump will not work as intended and potentially affect the patient.